Event description:
Reported by the patient as having band slippage with no revision surgery scheduled. Follow up with the patient reveals: "I had a band slippage with reflux and my band replaced to an aps size band."

Manufacturer narrative:
Taper type ii. The product associated with this report will not be returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage, reflux and inadequate weight loss are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and reflux as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require repositioning and/or removal.